Event description:
It was reported to philips that the system lost power and was unable to boot back up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during a coronary procedure. The customer completed the procedure using a portable c-arm, and the system powered on again after 20 minutes. It was reported to philips that the system shut down and unable to boot. Review of the logfile shows gib can test failure during post. Upon troubleshooting, the philips field service engineer (fse) went onsite and found that a system shutdown that occurred mid-case with an automatic restart. The fse checked the logs but found no definite cause for the malfunction. On further troubleshooting, fse checked with the customer and the customer noticed the 2ny power distribution box in the r cabinet was lit, rtac recommended panel replacement which was completed safely. The customer also states that after rebooting, the system successfully produced x-rays, but gpdu delays and ups logs revealed power instability, the ups failed tests, and breakers couldn't restore power, leading the cath lab manager to declare the room unsafe until ups was fixed. The third-party vendor for ups did the service. To resolve the issue, the fse removed the power monitor and restored full power. The defective part was sent for analysis, for rear power distribution panel a visual inspection was conducted and confirmed a cable defect confirming the malfunction with the defective part. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.